Event description:
The customer observed imprecise, negatively biased glucose results (93.0, 233.0 mg/dl) on a single patient sample, when compared to the repeat result (543.0 mg/dl), processed using vitros glu slides on a vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result (93.0) was reported outside the laboratory, and medical treatment, insulin administration, was delayed. It was inferred that a corrected glucose report (543.0) was issued. There was no report of patient harm as a result of this event. This report is number one of two 3500a forms filed for this event, as multiple devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise, negatively biased results were obtained from a single patient sample using vitros chemistry products glu slides on a vitros 250 system. The investigation was unable to determine an assignable cause; however, a sample related issue cannot be ruled out as a contributing factor, as the imprecise, negatively biased glucose results were isolated to the single, affected patient sample. Vitros glu quality control results were within established ranges for 2 weeks prior to the event, indicating the vitros 250 system and the vitros glu slides were performing as intended. The customer has not reported any additional occurrences of negatively biased glu results since the event occurred.